Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a female pt, (B) (6), who received super poligrip original denture adhesive cream (formulation (B) (4)) and fixodent original over a period of over 30 years for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip original denture adhesive cream (dental) and fixodent original (dental). At an unk time after starting super poligrip original denture adhesive cream and fixodent, the pt experienced zinc toxicity, copper deficiency, and neurological damage. The claim stated "plaintiffs aver that when super poligrip and fixodent are foreseeably swallowed and/or otherwise exposed to the user's gastrointestinal tract, zinc in excess amounts is absorbed in the body's tissues, upsetting mineral homeostasis and resulting in depleted copper levels in the body. This copper depletion results in the development of, inter alia, a constellation of neurological symptoms. By the time these symptoms are noticed and eventually connected to excess zinc and copper depletion, permanent neurological and other physical injury has already been suffered by the user." While cessation of super poligrip and fixodent generally results in a return to normal zinc and copper levels, symptoms generally do not improve. The former user is thus left with permanent, profound personal injuries, and enduring disabilities." This case was assessed as medically serious by gsk. Treatment with super poligrip original denture adhesive cream and fixodent was discontinued in (B) (6) 2009. At the time of reporting, the events were unresolved. Super poligrip is manufactured in (B) (4), and neither the product no lot number for this product is available.

Manufacturer narrative:
(B) (4)